Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer were hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 33 mmol/l , 25 mmol/l at the time of hospitalization. Customer was treated with intravenous insulin. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).